Event description:
It was reported that this pacemaker was part of a system revision due to pocket infection. The patient had an open part at the end of the incision that was draining. Furthermore, the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.